Manufacturer narrative:
(B)(4). Batch # r92m8r. Investigation summary. The device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on a gen11, an alert screen was displayed. A probable cause for the device stop activating and to display an alert screen is blade damage. In addition, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that the closure indicator was broken and not making contact with the moving trigger. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during half way through the laparoscopic nephrectomy procedure, while activating the device during dissection, an error message suddenly came on the generator, requesting for instrument to be removed from patient. Once instrument was taken out of the port, "next" was pressed on generator. Then message to clean blade came on. Blade was cleaned and "next" was pressed on generator. Then message came on for instrument to be tested. This was strange because device never needed any testing. Anyway, pressed the activation button on the instrument and error message came on to replace instrument. Unplugged device from generator and plugged it back in. Once instrument was identified, message came on for instrument to be tested. Again, strange but nonetheless pressed on the activation button. Error message to replace instrument came on again. Powered generator off and on again, instrument was unplugged, generator was started and once ready, plugged device in again. After identification of instrument, again was promoted to test instrument. Pressed on activation button and once again error message for replace instrument appeared. Changed to a brand new device with a different lot number. There was no patient consequence.